Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system adapter was found damaged and caused blood leakage during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about a deformed catheter adapter, resulting in blood leakage."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system adapter was found damaged and caused blood leakage during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about a deformed catheter adapter, resulting in blood leakage."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received (B)(4), one unit within opened packaging, and five photos. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual/microscopic examination of the opened unit it was observed that damage was present on one side of the adapter. A leak test was performed and a secure connection was not able to be made using the male luer connector which resulted in leakage through the luer device confirming the reported defect. Per bd policy, (B)(4) were randomly selected for inspection and leakage testing from the (B)(4) that were returned. Two units were found to have a small scratch on the outside of the luer adapter but were determined to be cosmetic as all (B)(4) passed the leak test. Although no quality issues were identified during the manufacturing process, the defect is likely related to manufacturing personnel error.